Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: trunnion wear, metallosis in the joint, the trunnion penetrated the liner and scratched up the inside of the shell. Due to the shell's version (reported as almost neutral), the patient's entire construct including 2 screws were revised.

Manufacturer narrative:
An event regarding disassociation and fretting involving accolade stem was reported. The event was confirmed based on product inspection. Method & results: -device evaluation and results:visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 29-05-2020. This inspection indicated biological material was observed on the porous surfaces of the stem . Damage consistent with the loss of taper lock was observed on the stem trunnion. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: a material analysis has been performed. The report concluded: wear damage consistent with the loss of taper lock was observed on the stem trunnion and head taper. Biological material was observed on the porous coating of the shell and stem. Xrf showed that the stem, head, and shell components were consistent with the material callout on their respective drawings. Adhered material on the head taper was consistent with material transfer from the stem and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. Clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating "... Right hip was revised due to disassociation of the head from the stem ... Trunnion wear, metallosis ...entire construct ... Revised ..."undated, unlabelled x-ray ap right hip demonstrating uncemented right tha, 2 screws in acetabular component, head disassociated from trunnion and remains in the acetabular component. Trunnion dislocated with erosion of the superior surface noted.no clinical or pmh, no op reports, no dated serial imaging studies, no examination of explanted components. The x-ray confirms the event description, but creating a medical report based upon a single x-ray is not possible." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that wear damage consistent with the loss of taper lock was observed on the stem trunnion and head taper. Biological material was observed on the porous coating of the shell and stem. Xrf showed that the stem, head, and shell components were consistent with the material callout on their respective drawings. Adhered material on the head taper was consistent with material transfer from the stem and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided.a review of the provided medical records and x-rays by a clinical consultant was rejected indicating "... Right hip was revised due to disassociation of the head from the stem ... Trunnion wear, metallosis ...entire construct ... Revised ..."undated, unlabelled x-ray ap right hip demonstrating uncemented right tha, 2 screws in acetabular component, head disassociated from trunnion and remains in the acetabular component. Trunnion dislocated with erosion of the superior surface noted.no clinical or pmh, no op reports, no dated serial imaging studies, no examination of explanted components. The x-ray confirms the event description, but creating a medical report based upon a single x-ray is not possible."visual inspection was performed as part of the material analysis report (mar), dated 29-05-2020. This inspection indicated biological material was observed on the porous surfaces of the stem . Damage consistent with the loss of taper lock was observed on the stem trunnion. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: trunnion wear, metallosis in the joint, the trunnion penetrated the liner and scratched up the inside of the shell. Due to the shell's version (reported as almost neutral), the patient's entire construct including 2 screws were revised.